Event description:
The complainant reported an automated impella controller (aic) had a broken flag for the purge pressure. This issue was not related to a clinical procedure and was discovered during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Data review: event logs are irrelevant of the reported failure mode. Device analysis: a broken purge disk detect flag was confirmed during console inspection. The cause of the issue was a broken purge detect flag.